Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was spitting clips as well as scissoring clips and jamming. Another device with the same product code was used to complete the procedure. There were no adverse consequences for the patient.